Event description:
An account stated that the head section on this bed would drift down once raised. There was a pt on the bed at this time, but there were no injuries.

Manufacturer narrative:
The head section drifting is unintentional movement of the bed which has the potential to cause serious injury. A new drive screw was sent to the account to resolve the problem, but attempts to determine final resolution have gone unanswered at this time.